Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the image would shake and was delayed. The customer stated, "they were unable to see the path appropriately." No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The customer's glidescope core 15-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported shaking and delayed image. The monitor image remained stable throughout the testing process and the technical service representative did not observe any delay in video feed from the test imaging devices. The monitor was power-cycled fifteen (15) times and a video recording test was performed between each power cycle. The technical service representative also retested the monitor while connected to an external monitor and still no issues were found. The camera image quality test was performed and passed. Upon completion of the evaluation, the glidescope core 15-inch monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.